Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient was waiting to hear back from manufacturing representative (rep) and implanting hcp regarding a potential MRI as the patient met with them on (B)(6). The patient was still experiencing shocking and pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that 3 weeks ago the therapy stopped helping the patient, his back is killing him, the pain is getting worse and worse, and he was not feeling stimulation. The patient turned up stim and after he turned it up, he hurt on the left side of his hip all the way down to his feet. Stimulation was turned down to 0.1v and the patient was still hurting and couldn't sleep. The patient said it was numb. The patient was able to use his patient programmer to increase his stimulation intensity which helped his pain. The patient indicated that he was not aware of how to use his patient programmer. The patient confirmed that the equipment was working as expected. The device was switched to group c and turned stim down to a comfortable level which didn't feel as bad. Additional information was received from the patient. It was reported that the pain and shocking still hasn't subsided even after they turned stimulation off 10 minutes prior. It was reviewed the sensation may subside if it was residual stim, but they could follow up with their hcp. No further complications were reported.